Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 5 days. The device was returned for analysis. Evaluation is not complete. Additional information was requested but was not provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient died due to a stroke on (B)(6) 2017. Neurology was consulted. Additional information was requested but was not provided.

Manufacturer narrative:
A correlation between the evaluation of the left ventricular assist system (lvas) and the patient's reported expiration due to stroke could not be conclusively determined. The device was returned assembled with the pump cable intact. The modular cable was returned properly attached to the pump cable. The sealed outflow graft and the sealed outflow graft bend relief were returned. The apical cuff was returned and engaged with the cuff lock. The device appeared to have been exposed to a fixative prior to return upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed fixed post-mortem depositions of blood in the inflow cannula, on the rotor, in the rotor well, in the interior of the pump cover, and in the lumen of the outflow graft. No adhered depositions or thrombus formations were found. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.